Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 1:00am, the patient¿s husband noticed the patient¿s cgm device had a sensor failed alert on it. The patient was wearing an omnipod insulin pump. He attempted to wake up the patient, but she was unresponsive. The patient¿s husband called emergency medical services (ems). Once ems arrived, around 1:30am, the patient¿s bg meter reading was reportedly 0 mg/dl (confirmed twice by the reporter). The patient was treated with IV glucose until the patient regained consciousness (it was not specified how long this took). Once the patient was alert, the patient¿s husband gave her a peanut butter sandwich and a glass of water. Ems then asked the patient if she would like to go to the emergency room, but she refused. Ems then left the patient at home. At the time of report, the patient was weak, had a headache, and was ¿presently having a seizure¿. The patient's bg meter reading was 45 mg/dl at the time of the seizure. No medication or treatment was provided to the patient. The patient remained at home and did not seek any additional assistance from a higher level of care. The patient "felt awful" after the seizure. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive low count aberration. No additional event or patient information is available.